Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical table, and was able to duplicate the reported event with weight on the table. When a table lowers as duplicated by the technician, it is indicative of a slight loss of hydraulic pressure. The technician inspected the hydraulic pump assembly and identified that the check valve required replacement. The technician replaced the check valve. The relief valve was also replaced as a precautionary measure. The table was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. A check valve allows for fluid to flow through it in a single direction and a relief valve is used to control or limit pressure in a system. If either of these valves required replacement, a loss in pressurization could occur and cause the event as reported. Section 1 of the operator manual for the orthovision surgical table states, "warning - failure hazard: the safe and reliable operation of this equipment requires regularly scheduled preventive maintenance in addition to the faithful performance of the minor maintenance described in this manual." Section 4: preventive maintenance of the maintenance manual for the orthovision surgical table states, "check hydraulic oil level [and] check table base, all hoses, fittings, and components of hydraulic system for evidence of oil leaks ... 6 x per year." The table is not under steris contract agreement for maintenance and this is the first time steris has serviced the surgical table. The user facility is responsible for the maintenance of the table. The technician has reviewed the preventive maintenance schedule of the orthovision surgical table with the user facility.

Event description:
The user facility reported that their orthovision surgical table slightly lowered during a patient procedure. No report of injury or procedural delay or cancellation.